Event description:
The customer reported system is displaying a tube overheat message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock tube. System operates as intended. (B) (4).